Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy there was a "gas loss in iab circuit" alarm generated. The gas line was inspected and there was no evidence of blood. The auto-fill was initiated. Then the console was restarted and the alarm repeated. The patient was haemodynamically stable and therefore the iab was removed and a new device was not inserted. The indication for use was cardiogenic shock. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender and pressure tubing were also returned. No blood was detected inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy there was a "gas loss in iab circuit" alarm generated. The gas line was inspected and there was no evidence of blood. The auto-fill was initiated. Then the console was restarted and the alarm repeated. The patient was haemodynamically stable and therefore the iab was removed and a new device was not inserted. The indication for use was cardiogenic shock. There was no reported injury to the patient.